Event description:
Reporter alleged she was unable to test on her aviva system due to an error message so she took 3 units of lantus instead of the potential 6 units she might have taken based on a result. Reporter stated, she passed out within 24 hours of obtaining that error message and the emts were called. Reporter stated the emts treated her with a shot of insulin. Reporter alleged that the next day, she was still unable to test because of the error message on the aviva system and the emts were called again. Reporter stated they obtained a result of 38 mg/dl on their system, took her to the hospital, and gave her something to raise her blood glucose levels. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.